Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was set too high in-patient scrotum, and he was not comfortable with the positioning. A surgical procedure was performed to replace the pump. There were no patient complications.